Event description:
A customer reported an alarm accompanied by an occlusion event, which resulted in their blood glucose level reading as "high," exceeding 500 mg/dl. The customer took corrective action by administering a correction bolus via the pump and successfully resumed insulin without changing any equipment. No third-party assistance was required, and additional support was deemed unnecessary. The case was closed by technical support.